Event description:
It was reported that this patient with a newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock and presented for an emergent follow-up appointment. At the appointment, the physician performed provocation testing and diagnostic imaging, with no abnormalities observed. The physician initially reprogrammed the device to the secondary sensing vector, but then tachycardia therapy was disabled to prevent further inappropriate shocks. Boston scientific technical services (ts) was contacted and confirmed that the oversensed signal observed during the episode was consistent with air entrapment. Additionally, the provided x-ray images showed air trapped within the aggregate pocket. Further provocative maneuvers were provided, and ts confirmed that therapy could be re-enabled when the air has absorbed. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.